Event description:
It was reported that stress fracture occurred during recovery but the cause is unknown. The construct did not hold because there is information that the button pulled through the tunnel. Bunion procedure.

Manufacturer narrative:
Device not returned. Unfortunately, the device is unavailable for evaluation. The device history record (DHR) review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately two years. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis, source: strep gordonii. According to he operative report: "this is a gentleman nearly (B)(6) who several years ago had aortic valve surgery. He had done well, but approximately 3 weeks ago he went to the ophthalmology clinic because he had new onset blindness. Subsequent to that he had fevers and the diagnosis of endocarditis was made. He had evidence of multiple cerebral emboli. Indeed he has a large vegetation on his aortic valve which despite appropriate v antibiotics has only grown in size. In view of this large life threatening lesion, and multicerebral emboli and evidence of not clearing the infection he was referred for reoperative aortic valve surgery."